Event description:
The customer contact reported a separation. The option-lok male adapter of the extension set was connected to a microclave port of an unspecified device. The extension set was being used to deliver an unspecified medication, at an unspecified rate, via a symbiq pump. It was reported that after the option-lok male adapter of the extension set was disconnected from the microclave port, the tubing separated from the option-lok male adapter. The extension set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.